Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the patient was hospitalized to undergo hernia repair surgery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported that the hernia developed after the start of pd therapy and worsened with therapy. The location and type of hernia was unknown. The patient was hospitalized for the event and underwent a hernia repair surgery on the same day of hospitalization. At the time of this report the patient was recovering from the hernia repair. It was reported that hospitalization was prolonged and the patient&#38112;pd catheter was removed, due to an unrelated indication. Dianeal therapy was ongoing. No additional information is available.